Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user with a dexcom g7 experienced difficulty pairing the sensor to the ilet and saw a cgm offline message after entering the pairing code; review of the cgm menu showed the sensor in warmup, and the user was advised that the message would clear when warmup completed. Symptoms included no adverse physiological effects and blood glucose was unaffected. Outcomes included successful continuation toward normal operation once warmup completed with no medical intervention required and no hospitalization. Investigation included remote troubleshooting and user education to verify sensor status in the ilet cgm menu. Investigation of this case revealed that the ilet displayed cgm offline during the expected g7 warmup period and that the sensor was connected and functioning as designed once warmup completed. It was concluded, based on previously established findings for similar reports, that the cause was user confusion during normal device warmup with no device malfunction.